Event description:
Surgeon states the protection sleeve got trapped between the nail and tibia. When sleeve was removed a small portion of the plastic was left in patients tibia. An incision was made over the tibia and the piece of plastic was removed from the patient.

Event description:
A report was received regarding a tibial nail implant procedure. While the surgeon was removing all insertion devices, a piece of the outer protection sleeve for the suprapatellar broke off into the patient. The surgeon believes all fragments were retrieved but could not verify.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was conducted. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related issues, ncrs, or mrrs, associated with this lot. The lot conformed to all specifications.

Manufacturer narrative:
Device used for treatment and not diagnosis.